Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician had selected a 2.5x24mm taxus express2 drug eluting stent to treat an unknown lesion. The 2.5x24mm taxus express2 des was difficult to insertion and when the physician removed the device from the patient's body, the edge of the stent appeared "lifted up." The procedure was completed with another 2.5x24mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "good." Additional information has been requested but not received.

Manufacturer narrative:
.